Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified vessel. During advancement of the 3.50 x 23mm xience skypoint stent through the guideliner, the stent moved on the balloon. The device was removed without issue. There was no reported adverse patient effect and no clinically significant delay in the procedure. A 2.5 x 33 mm skypoint stent was implanted to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported device dislodge or dislocated could not be confirmed. The stent implant was returned stationary on the balloon with flared, bent, lifted and stretched stent struts. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported dislodged stent as the stent remained stationary on the balloon. There is no indication of a product quality issue with respect to manufacture, design, or labeling.